Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00376-1, 3002806535-2021-00377-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on an unknown date. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4) initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00376 and 3002806535-2021-00377 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on an unknown date. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2021.